Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer did not open when the user to issue melatonin 3mg tab medication a field service engineer worked remotely with client to clear drawer that was jammed shut and confirmed that the service restored and drawers were working properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the matrix drawer 5 failed to open while attempting to issue medication and no issues were indicated in the populate buttons. It was suspected that an item inside the drawer may have caused it to become jammed. Matrix drawer 06 was opened in an attempt to release drawer 05. However, this did not resolve the issue. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.